Manufacturer narrative:
The customer contact indicated that the devices were discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, secure lock male adapter of the extension tubing sets were bing used to deliver unspecified medications via power injectors. At an unspecified time, the customer contact reported that unspecified volumes of solution leaked from the connection between the removable clave ports and the winged female adapters of the tubing sets. It was reported that the removable clave ports were tightened to the female adapter and the therapy was resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l...